Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced mild discomfort at the pocket site and presented in clinic for routine follow up. The patient denied symptoms of fever or chills. During examination, it was noted that there was no open skin at the device pocket site, however an impending pocket erosion was suspected. The physician performed a pocket revision on (B)(6) 2019. The patient was stable before, during and after the procedure and was discharged home the next day.